Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 20mm in length, 2.25mm in diameter, concentric and de novo target lesion being treated was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion contained between a 45 and 95 degree bend. A 7f unspecified guide catheter and a non-bsc guidewire were advanced to the lesion. Predilation was performed with a 1.5mmx12mm non-bsc balloon catheter, leaving 85% residual stenosis in the lesion. A 2.25x20mm promus element ¿ stent was selected to treat the lesion; however the device was unable to cross the target lesion. The procedure was completed with a 2.25x20mm promus element plus stent. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the returned device found that a mandrel was inserted through the device. A non bsc stent protector was positioned over the product mandrel and was stretched at its distal end. During analysis the stent protector was removed distally off the stent. A visual examination of the crimped stent found proximal stent damage and damage in its mid section whereby the proximal stent struts were misaligned. A visual examination of the tip found no issues with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination found no issues with the hypotube profile. A visual examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).